Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available.the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported displays a flickering pink image during a set up involving an olympus laparoscope, gynecologic. There was no patient injury reported.